Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module and 3-way solenoid valve were replaced to address the issue. The active exhalation control module and 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module and 3-way solenoid valve functioned as designed and operated without issue or error codes.